Manufacturer narrative:
Other, other text: additional information: a1, h6, h10: information was received on (B)(6)2021 indicating that the event did not occur while in use with a patient. It occurred during in-house testing facility. No patient was involved in this event. Device evaluation completion date: (B)(6)2021: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. During analysis, the delivery accuracy tests found the pump to be out of the in-house specification of +/-6%. The pump?s expulsor will be replaced in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed the volume test. No adverse effects were reported.